Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for fecal incontinence. It was reported that the stimulator had been giving them problems for the last week to a week and a half. The patient woke up and the implanted neurostimulator (ins) site was sore, noting that they couldn¿t lean back on it in a chair or put any pressure on the ins. They felt like it was shocking, or tingling, and it burned, stating that it was very uncomfortable. They stated it felt swollen or hot, but, their husband said it looked okay. The patient felt like it was under the skin more and it felt like it was right over the top of the skin. They had also been having more bowel accidents. It was found that the stimulation was on and at program 3 at 0.9 volts (v). There were no falls, accidents, or medical procedures related to these issues. There were no further complications reported or anticipated.